Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, device interrogation revealed non-sustained right ventricular oversensing from loss of capture. The device was reprogrammed. The patient was stable before and after these changes.